Event description:
Heartmate 2 left ventricular assist device (lvad) presents with copious melena and a 4gm hemoglobin drop over 24 hours (12 -> 8) in the setting of international normalized ratio (inr) 2.3 and aspirin 81 mg. Inr was reversed, and 2 units blood transfused. Gastrointestinal doctor was consulted, and patient was moved to ICU for prompt egd which revealed: la grade d reflux esophagitis, a large hiatal hernia which required injection, erosive gastropathy, and non-bleeding duodenal erosions. Hemoglobin stabilized. Heparin bridge was completed prior to discharge. Aspirin therapy was stopped.